Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the investigation of a -12.20 percent failed accuracy. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The event log was reviewed with no evidence of the reported problem found. Three separated delivery accuracy tests were performed to investigate the reported issue as well as a visual inspection. The customer?s concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. An expulsor was replaced to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -12.20% during testing. There was no patient present at the time of the event. There were no reported adverse events.